Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level was over 500 mg/dl. The customer's current blood glucose is 332 mg/dl. The customer did experienced the symptoms such as nausea and dizziness. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.